Event description:
A customer contacted haemonitics on (B)(6) 2008 to report that there was a blood spill and smoke coming from the orthopat machine. No injury or reaction noted. Upon eval a blood spill was found inside of the machine. All contaminated and damaged components were replaced. The machine is now ready for use.

Manufacturer narrative:
This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).